Event description:
Customer states that the "c" is very difficult to move. No pt injury was reported.

Manufacturer narrative:
The service rep confirmed that "c" is difficult to move. He advised the customer to clean track and groove with alcohol. The rep repaired the flip flop brake assembly.